Manufacturer narrative:
The change is as follows: b.3. Date of event: (B)(6) 2019. H3 other text : see. H.10

Event description:
It was reported that poor separation occurred during use with a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin. The following information was provided by the initial reporter, . "Incomplete gel migration. Sample centrifuged on different centrifuges. Centrifuge spinning at 1300 rcfs for 10 minutes.(both are swing buckets). Total protein 6.2gm/dl."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to poor barrier separation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that poor separation occurred during use with a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin. The following information was provided by the initial reporter, . "Incomplete gel migration. Sample centrifuged on different centrifuges. Centrifuge spinning at 1300 rcfs for 10 minutes.(both are swing buckets). Total protein 6.2gm/dl." 1 of 3 complaints

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor separation occurred during use with a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin. The following information was provided by the initial reporter, . "Incomplete gel migration. Sample centrifuged on different centrifuges. Centrifuge spinning at 1300 rcfs for 10 minutes.(both are swing buckets). Total protein 6.2 gm/dl." 1 of 3 complaints.